Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
It was reported, via email, that a plum duo, alleging that after they programmed a bolus amount, the pump continued to bolus at the bolus rate. They were told that our drug library did not include specifics about what the pump should do when the bolus infusion was completed, so it continues at that rate. They set up a change to the library to fix this for obstetric (ob) related drugs, but the update could not be pushed out due to server issues with ICU medical. There was no patient harm reported.